Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation - rt. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported and issue with the angio-seal device, successful deployment in patient. There was no bleeding or complications noted. The patient's condition was stable. The procedure outcome was successful. Additional information was received on 29mar2021. Hemostasis was successful. Additional information was received on 05apr2021. The procedure performed was a left heart catheterization (lhc) with percutaneous coronary intervention (pci). A 6fr sheath was used. A pre-deployment angiogram was performed. The suture spool did not appear to unspool upon removal, device was cut, and manual deployment was attempted. Device appeared to achieve partial hemostasis and additional manual compression was provided. A femostop external compression device was placed prophylactically. Patient was noted to have minor hematoma and ecchymosis at access site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for alleged deployment difficulty since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.